Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being allergic to nickel, and stated that for some reason her body rejected the device. The patient also reported being implanted on (B)(6) 2016. Sixteen days later, on a thursday, the stitches were removed. The following monday, (B)(6) 2016, the patient began experiencing chills and the incision began opening back up. On (B)(6) her fever shot up and had to be hospitalized for eight days with antibiotics and then three days. The system was explanted on (B)(6) 2016. The health care professional (hcp) reported via the manufacturer representative (rep) the patient had an infection in the pocket following replacement. The patient noted that when the system was explanted, the hcp stated there was no healing of any kind. Currently, the patient had staples and stitches and still hadn¿t gotten the results regarding the infection. Both the leak and the pocket incision opened up, but the pocket incision was worse. The patient noted that she could put her finger in the incision. No known factors contribute/ may have led to this issue. The system was explanted. The issue was resolved. Indication for use included spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.